Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of recw0156 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the powerglide catheter was removed due to leaking. After further examination, it was observed the catheter was separated approximately 3cm from hub. It was stated the patient did manipulate the dressing.

Event description:
It was reported that the powerglide catheter was removed due to leaking. After further examination, it was observed the catheter was separated approximately 3cm from hub. It was stated the patient did manipulate the dressing.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged powerglide catheter was confirmed and the cause appears to be use related. The product returned for evaluation was one 20ga x 10cm powerglide midline catheter. The investigation findings are consistent with catheter damage caused by contact with a sharp edged instrument such as a scalpel. The returned product sample was evaluated and a break was observed aproximately 2.5cm distal of the molded joint. Microscopic examination of the catheter break confirmed it was typical of contact with a sharp bladed instrument, and the characteristics observed which supported this type of failure included: ¿ the fracture surface was partially reflective in nature and contained a striated pattern. This can occur due to pattern transfer of the sharpened edge typically found on a scalpel-type instrument. ¿ sharply formed fracture edges ¿ planar shape to the fracture surface ¿ blood residue was seen on the sample which showed that the product had undergone at least some use an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. A lot history review (lhr) of recw0156 showed no other similar product complaint(s) from this lot number.